Manufacturer narrative:
The external pulse generator (epg) had a broken hanger, and both output connectors were broken. There were also two contaminated case screws. All found defective and broken parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the company service department for regular preventative maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.